Manufacturer narrative:
The customer mixed up the lot numbers; therefore, this lot 23i15v895 is now going to be reported as contamination - pm fluid path event, which was previously reported in (parent) MDR report number 1416980-2024-03855. The actual sample along with a photograph of the sample were provided for evaluation. Visual inspection of the provided photographic samples, showed particles were present in the chamber; however, it was possible to determine if the particles were within the fluid path. Visual inspection was performed on the actual sample, and the particles were observed within the chamber. The set underwent functional testing where the spike was inserted into a saline bag, and flow of liquid was confirmed throughout the set with no issues. The sample was submitted to an underwater leak test at 0.56 bar for 15 seconds and no leaks or blockages were identified. Additionally all junctions underwent a push-pull testing, and no disconnections were confirmed. Hence, the reported defect of ¿leaks - disconnection¿ was not confirmed. The reported condition of particulate matter in the fluid path was verified. The chamber is not manufactured at a baxter manufacturing plant, but it is purchased from a third part supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. During set up, the ¿joint slips¿ which resulted in leak observed at the luer connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.